Event description:
During an emergent surgery the stapler was placed across the main pulmonary artery and fired. The stapling device would not disengage, necessitating dissection and excision of a portion of the pulmonary artery, with the segment stapled within the device. This resulted in considerable blood loss and a drop in the patient's blood pressure. The patient was then stabilize and transferred to the intensive care unit.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.